Event description:
It was reported that continuous cardiac output was too low to sustain life (0.9 index: 2.0 cco). No patient complications were reported.

Manufacturer narrative:
Device not returned.